Manufacturer narrative:
Corrected fields: e2 (inadvertently selected and should remain blank). This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be determined. The event occurred due to a defective generator board and/or improper handling. It likely the generator board failed due to one of the following; defective current transformer on the generator board (permanent error), defective impedance transformer on the generator board (permanent error), defective peak rectifier on the generator board (permanent error), insufficient output voltage due to poorly switching hf output stage on the generator board (permanent error), and/or a defective transformer tr1 on the generator board (permanent error). There has since been a design change to prevent reoccurrence. A deeper investigation of generator boards with error e433 found a destroyed transformer tr1 to be the cause. It is important to mention that from the beginning of july 2020 and within the scope of change wcr-22681, an improved generator board was introduced into production. In this respect, sbu_100-184-812_en-ds_00 was published on 04 august 2020. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is being submitted to correct the legal manufacturer¿s contact information and facility registration number. The facility registration number is 3003724334.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The evaluation found e433 after starting up the device. The device has a defective old type of generator board. No other faults were found. Based on the initial evaluation, the reported defect was likely caused by user handling/user mishandling. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that while using the high frequency unit "esg-400", a generator error message e433 occurred. The issue occurred during the preparation for use. There were no reports of patient harm.